Event description:
During a pta (percutaneous transluminal angioplasty) procedure, it was reported that after the first dilatation, the physician wanted to pull out the powerflex balloon through a 5f terumo sheath introducer, which was only possible with a lot of power. When the physician wanted to introducer the powerflex balloon into the sheath introducer the second time, it was not possible at all. There was no report of patient injury. The procedure was completed successfully with another powerflex pro balloon. The device was stored, handled, and prepped according to the IFU. The device was flushed prior to use. It was unknown where on the device the difficulty occurred. There weren¿t any kinks or bends noted to the device at any time. There weren¿t any anomalies or other damaged noted to the packaging or device prior to use. There wasn¿t any suspicion of particles blocking the device that could have been injected into the patient. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during a pta (percutaneous transluminal angioplasty) procedure, it was reported that after the first dilatation, the physician wanted to pull out the powerflex balloon through a 5f sheath introducer, which was only possible with a lot of power. When the physician wanted to introducer the powerflex balloon into the sheath introducer the second time, it was not possible at all. There was no report of patient injury. The procedure was completed successfully with another powerflex pro balloon. The device was stored, handled, and prepped according to the IFU. The device was flushed prior to use. It was unknown where on the device the difficulty occurred. There weren¿t any kinks or bends noted to the device at any time. There weren¿t any anomalies or other damaged noted to the packaging or device prior to use. There wasn¿t any suspicion of particles blocking the device that could have been injected into the patient. The device was returned for analysis. A non-sterile unit of powerflex pro 8mm x 2cm 80cm balloon catheter (bc) was returned. No damages were observed on the catheter. Dimensional analysis for outside diameter (od) proximal seal was performed using the vernier as go ¿ no go at 2.0 mm, and the od proximal seal was found within specification since the od could be passed the 2.0mm. Functional analysis was performed and a .035¿ guide wire (lab sample) was inserted into the balloon catheter. The guide wire passed through the catheter without difficulty. A 5 french sheath (lab sample) had the powerflex pro bc introduced into it and it advanced through the sheath without difficulty. Per microscopic analysis dried blood residues were observed on the balloon. A device history record (DHR) review of lot 17094142 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿pta system/ impeded¿ and ¿pta system/withdrawal difficulty-through guide/sheath¿ was not confirmed by analysis of the returned device as functional and dimensional analyses were performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and neither the analysis or DHR suggest that the failure reported could be related to the manufacturing process; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A device history record review was completed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The product has been returned, however the product analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant products: 5f terumo sheath introducer. (B)(4). (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.